Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic colectomy and colon-vesical fistula repair on (B)(6) 2011 and suture was used. During the procedure, the needle pulled off the suture as it was passed through the trocar. The patient underwent x-ray and the dislodged needle was embedded within a thick area of the subcutaneous tissue of the abdominal wall. The needle was not retrieved.